Manufacturer narrative:
On 2-aug-2021, the product investigation was completed. It was reported that a 71-year-old female patient underwent an ablation procedure. The patient has a history of calcification on the mitral valve area (mva), lower ejection fraction (ef), and baseline pericardial effusion (pe). During the ablation they noticed on the ice (ultrasound) the effusion looked to be bigger and the patient¿s blood pressure dropped. They scanned the entire left ventricle and safe the effusion and decided to do a pericardiocentesis. They removed 330cc of fluid. The patient did not require any additional surgical repair. The physician is unsure of what may have caused the effusion. Also, the physician did not feel it was any of the bwi catheters that caused it. The patient fully recovered with no residual effects. However, the patient did require an overnight intensive care unit (ICU) stay with a pericardial drain in place. Tamponade was also mentioned. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30542683m number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure. The patient has a history of calcification on the mitral valve area (mva), lower ejection fraction (ef), and baseline pericardial effusion (pe). During the ablation they noticed on the ice (ultrasound) the effusion looked to be bigger and the patient¿s blood pressure dropped. They scanned the entire left ventricle and safe the effusion and decided to do a pericardiocentesis. They removed 330cc of fluid. The patient did not require any additional surgical repair. The physician is unsure of what may have caused the effusion. Also, the physician did not feel it was any of the bwi catheters that caused it. The patient fully recovered with no residual effects. However, the patient did require an overnight intensive care unit (ICU) stay with a pericardial drain in place. Tamponade was also mentioned. A transseptal puncture was preformed using a cook 71cm needle. The ablation was performed prior to noting the pe. There is no evidence of a steam pop. The event occurred during the ablation phase. The irrigation setting on the catheter was set at 15cc/min. It was noted that the correct catheter setting on the generator was selected, and the pumped was switched from low to high during the ablation. There were no indications of any error messages on any biosense webster¿s equipment. All the visualization features (graph, dashboard, vector, visitag) were used, the visitag parameters were 3mm 3 sec 25% rams force 3mm tag size. A respiratory gated filter was used with the visitag. The color option is tag index. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.